Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous left anterior descending artery that is 80% stenosed. The .014 hi-torque pilot 50 guide wire was attempted to be shaped prior to use, but the tip coil became stretched the black coating peeled from the tip. Another pilot 50 guide wire was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to a damaged tip coils include, but not limited to, manipulation during removal of the guide wire, incorrect coil material selection, and/or spacing. Factors that may contribute to peeling include, but not limited to, material properties and/or manipulation during removal of the guide wire from the dispenser coil. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.